Event description:
Tibial screw broke halfway at midshaft. The tip could not be retrieved because it stayed in the middle of the tunnel. Event occurred between april and may 2005. This device is used for treatment.